Event description:
It was stated that there was a bubble in the tubing that can affect the product functionality. During investigation it was confirmed that small air bubble was found in the tubing. If this failure mode occurs during infusion, it can form air embolism and potentially impact patient.

Manufacturer narrative:
The suspected device was not returned for evaluation. Device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. The images shared by customers were visually inspected and a very small bubble can be identified in the tubing. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.